Event description:
It was reported that the trailing haptic was under the intraocular lens (iol) and needed manipulation once implanted. No patient injury was reported.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Pt age at time of event: unknown. Pt gender/age: unknown. Date of event: unknown. Implant date. Date of implant: unknown. Explant date. If explanted, give date: not applicable: the lens remains implanted at the time of report. Initial reporter. Phone: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.